Manufacturer narrative:
(B)(4). Retainer ring = black. On (B)(6) 2021 the customer reported a crack and short battery life. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side starting at the corner of the left belt clip rail, scratched case. Unit passed displacement, sleep current measurement, and active current measurement tests. No unexpected ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, "insert battery", or ¿battery failed¿ errors were noted during testing. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the pump history file, in the long trace file, or in the power management graph. The adapt tool reveals that the following related alerts/alarms occurred around the event date: 104=(B)(6) 2021 15:46, 08/29/2021 15:00--each alert is outside the expected interval of 2 weeks of one another which is a pass; 73=change battery fault occurred @ 08/30/2021 00:31. The adapt tool does not list any unusual pump errors that could potentially trigger a critical pump error whatsoever. The case was cut open. After visual inspection, there is corrosion in/around the following: battery compartment, battery board.in summary, the customer¿s report of a crack was confirmed and short battery life was not confirmed. Due to the moisture damage found inside the battery compartment and on the battery board, the unit is considered a failure.

Event description:
Information received by medtronic indicated that the battery compartment was cracked. Customer stated that the insulin pump had battery issue. No harm requiring medical intervention was reported. Troubleshooting was performed. The device will be returned for the analysis.